Event description:
It was reported that this right atrial lead exhibited noise, oversensing and high out of range pacing impedance measurments greater than 2,000 ohms. Technical services (ts) discussed that the noise appeared consistent with oversensing related to the minute ventilation feature. It was noted that the patient is not dependent on pacing in the right atrium. Ts discussed programming the respiratory rate trend feature off to avoid atrial tachy response (atr) mode switches. No adverse patient effects were reported. This product remains implanted and in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).